Event description:
Customer reported difficulty in hearing alarms on their device, as the volume was too faint even when set at the maximum level. There was no adverse impact to the customer¿s blood glucose level. The customer is currently out of warranty and is in the process of obtaining a new device. They declined follow-up from customer technical support.